Event description:
The caller reported an issue with their t:slim x2 pump, which had a non-charging battery and a non-functional screen, making it impossible to verify certain details. They tried using different wall adapters and charging cables, but the problem persisted. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy method to ensure insulin delivery was not interrupted. Technical support decided to send a replacement pump and provided instructions for returning the faulty pump.